Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe inflammation of lymph nodes.

Event description:
Patient representative reported patient's concern with the product, ¿rashes," and ¿severe inflammation of lymph nodes." The following events have been deemed not related to the device: ¿open skin sores,¿ ¿sicca syndrome,¿ ¿triggered vasculitis,¿ ¿dry and painful eyes and mouth,¿ and ¿hair loss." Affected side is right. The device has been explanted.